Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction consisting of itching, a rash, redness, inflammation, swelling, pimples or bumps, discomfort, and sensitivity to touch at the needle puncture site. On (B)(6) 2026, one day after sensor insertion, the patient reported the start of skin-related symptoms approximately 24 hours after application. The reaction initially appeared as mild redness and warmth at the application site. Over time, the condition progressively worsened, developing into itching, visible inflammation, and a raised rash. Within the next 1 to 2 days, the affected area became increasingly irritated, presenting with noticeable swelling, patchy redness, and small bumps resembling hives or dermatitis, accompanied by discomfort and sensitivity to touch. On (B)(6) 2026, the patient sought medical attention at an urgent care facility. The attending physician evaluated the condition and diagnosed it as cellulitis. The patient was prescribed keflex (cephalexin) 500 mg, to be taken four times daily for 10 days. At the time of the call, the patient reported the symptoms were getting better, but there were still some redness, discomfort, and sensitivity to touch at the affected site. No photos or other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).